Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected; seroma-late.

Event description:
Regulatory agency reports anaplastic large-cell lymphoma on the right breast as well as "iterative late seroma." The device has been explanted. Histopathological markers were not reported, so the diagnosis of alcl cannot be confirmed at this time.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported a right side "rupture."

Event description:
Pathology received confirms cd30+, alk- alcl; complete capsulectomy performed.

Manufacturer narrative:
Continued h6: f2201 the event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: cd30+, alk- alcl